Manufacturer narrative:
The cause of the event could not be determined. The instrument performance was verified and the issue appears to be resolved. The field service engineer (fse) performed full decontamination and built special wash settings. The fse did a performance check and the analyzer was performing within specifications. Qc was performed and it was with the customer's ranges. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 4 patients' serum samples tested with alb2 albumin gen.2 (alb2) on a cobas 8000 cobas c502 analyzer when compared to a different laboratory. Sample 1: initial result: 0.31 g/dl. Repeat result: 0.74 g/dl. Result at a different laboratory: 3.7 g/dl. Sample 2: initial result: 2.01 g/dl. Repeat result: 2.59 g/dl. Result at a different laboratory: 4.5 g/dl. Sample 3: initial result: 0.97 g/dl. Repeat result: 1.62 g/dl. Result at a different laboratory: 4.32 g/dl. Sample 4: initial result: 1.39 g/dl. Repeat result: 1.92 g/dl. Result at a different laboratory: 4.30 g/dl. The results were accompanied with data flags in the customer's laboratory information system (lis), notifying the customer that the results were low. The results from the other laboratory were deemed to be correct.

Manufacturer narrative:
The cobas 8000 cobas c502 analyzer serial number was (B)(6). Investigation is ongoing.